Manufacturer narrative:
Event date approximated based on date the manufacturer became aware of the event, as the reported event date is in 2022 (future). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2019. The patient experienced complications and further surgery. Patient symptoms include: back pain; groin pain; thigh pain; other pain: hip pain. Surgical interventions: on (B)(6) 2022 the patient underwent further surgery regarding the obtryx implant for the following purpose: bilateral hip replacement.